Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead was noted to exhibit low rv sensing and high capture threshold resulted in a complete loss of capture. Multiple repositioning attempts were made; the rv lead helix failed to extend and retract. The rv lead was not used and replaced. There were no patient consequences.